Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the patient was initially being ventilated in the simv (synchronized intermittent mandatory ventilation) mode of ventilation and later in a pressure support mode of ventilation. The ventilator was disconnected from the patient and set into the standby mode while the patient went to CT with a transport ventilator. When the patient was in CT they needed sedation and paralyzing. As a consequence the mode was changed to the simv mode of ventilation upon the patient¿s return to the ICU. It was further stated that the settings had changed and were not what usually appear when simv selected. The patient suffered hypoxia induced - brady-asystolic cardiac arrest. The final patient outcome was no injury. Manufacturer reference#:(B)(4).

Manufacturer narrative:
The ventilator was found functioning normally after the event and no parts were replaced. The investigation consists of an evaluation of the ventilator¿s logs. The logs show that ventilation was started in the pressure support/CPAP mode of ventilation. After one minute of ventilation, the mode was changed to the simv (pc) +ps mode of ventilation during ongoing ventilation. After the change the simv rate was 5 b/ min. When a ventilation mode is changed during ongoing ventilation, the ventilator maintains the settings of the prevailing mode of ventilation. Where the new pending mode requires a parameter which must be set but was not required in prevailing mode of ventilation, the ventilator will suggest a factory default value. The suggested ventilation parameters for the pending mode are displayed on the screen and acceptance has to be done by the user before the chosen mode of ventilation is activated. The user also has the possibility of adjusting the ventilation parameters before accepting. There was no ventilator malfunction at the time. The ventilator functioned as per design for the mode change during ongoing ventilation. The user accepted the suggested ventilation parameters without alteration whereby the simv rate value which was not set in the ps/CPAP mode of ventilation acquired the factory default value of 5 b/min and not 15 b/min as the user expected. User configured parameters are startup parameters that are used when ventilation is started after turning on the ventilator. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
Manufacturer reference#: (B)(4).